Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The transducer (xdcr) indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.